Event description:
On (B)(6) 2026 (B)(4) (con): it was reported that 2 1/2 weeks ago today they started using a medical guardian medical alert halter and patient reported that they felt dizzy, felt weird in their body especially in their chest, between their two implants (which is where the halter sat), and that the inside of their brain felt weird, their head would start spinning and also experienced twirly bird syndrome. Patient said felt so sick and at one time couldn't breath and said that it messed with their brain. Patient said they have bad progressive dystonia and during this time they were wearing the monitor, their walking was worse and they could barely walk. Patient also mentioned that they had no control of their feet and their feet would start moving and the patient could not keep track of the feet. Patient said that once this alert halter activated itself and twice patient accidentally pressed the button however didn't experience any additional adverse symptoms. Patient did discontinue use, removed the halter and said that it took 2-3 days for all those symptoms to subside and back to her normal state. Patient spoke to their healthcare provider and the healthcare provider told the patient to contact manufacturer. Patient inquired whether or not manufacturer could provide a list of other medical alert system products that would not affect their implant. Agent reviewed compatibility information and explained that manufacturer doesn't have a list of alternative medical alert systems. Agent suggested if patient is considering medical alert systems to inquire directly with each company about the technology behind their product and for any warnings for patients with implanted deep brain stimulation systems. Patients said has appointments with all of their dbs healthcare doctors every 3 months for an hour. Patient said that has an upcoming appointment with healthcare provider on (B)(6) to replace the batteries as said that uses very high settings, especially the right one, to help manage dystonia symptoms.

Manufacturer narrative:
Continuation of d10: product ID: b35200, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.